Event description:
It was reported to stryker medical that an employee was removing the sheet from the stretcher and while doing so slid a finger along the edge where the IV pole is mounted, slicing his finger open. No further injury details have been provided.

Manufacturer narrative:
IV pole slot. Hosp has evaluated the unit. The eval coding provided is based upon the user facility report.